Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked alarm/no delivery alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer did allege insulin pump was under delivering. Customer¿s blood glucose level was 350 mg/dl and 74 mg/dl. The customer also stated that they had symptoms like vomiting. The customer was treated with insulin. Customer stated that they were hospitalized due to high blood glucose on (B)(6) 2019. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not feeling well. Customer was performed high pressure test and it was no result. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.